Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was not getting adequate pain relief. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patients ipg was also defective and yielded the same results even after multiple reprogramming sessions have been rendered. All device components have been explanted.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was not getting adequate pain relief. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned.